Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance in the distal end of the marksman. After the access was established (guiding+6f navien+marksman), the pipeline could not be delivered to the right place. The highest it reached was near the posterior communicating artery. The stent was deployed in situ. During the process, the system slipped as a whole and could not reach the lesion. It was withdrawn as a whole, and the stent and catheter were replaced to complete the operation. The stent had become stuck during delivery. The physician had released the load (slack) in the system in an attempt to resolve the issue, but the issue did not resolve. There was no damage to the catheter and pushwire. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 3mm and a 2mm neck diameter. Landing zone: distal: 3.6mm and proximal: 4.1mm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with an 8mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed a cavernous sinus fistula.

Event description:
Additional information received reported the navien intermediate catheter was no involved in the reported event of the "the system s lipped as a whole"; there was no issue with the navien. It was indicated that the pipeline was delivered around the posterior communicating artery at the further possible point and slipped/jumped during deployment. The cause was not determined but considered possibly due to resistance or to the patient's vessel tortuosity and model/size of the pipeline stent. One one pipeline was being used at the time of the event. The tip of the marksman catheter was moved during pipeline deployment.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within an opened pipeline flex inner pouch; and within a dispenser coil. The pipeline flex device was returned outside the marksman catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from ~31.0cm to ~23.5cm from distal end. In addition, the catheter body was found to be accordioned from ~0.5cm to the distal tip. The marksman catheter tip and marker were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery as the pipeline flex braid and marksman catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damage seen on the catheter body (accordioning/flattening), and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.